Manufacturer narrative:
A solution to improve the c-arc brake for the extended rotation is contained in field change order (fco), (B) (4).

Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this situation which happened in (B) (6). Problem: this x-ray system's c-arm is not locking angulation when the c-arm is at certain positions.